Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. Visual inspection revealed localized charring and melting on one side of the yaw pulley, concentrated at the base of the yaw pulley near the grip interface. The instrument's grips were manually manipulated, and the instrument passed the electrical continuity test. The instrument was placed and driven on an in-house system. The instrument passed delivered energy 2 out of 2 attempts. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
It was reported that during da vinci-assisted surgical procedure, a fenestrated bipolar forceps instrument was found to have a melted tip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the instrument was inspected prior to use and no damage was noted. Thermal damage was notice in decontamination during the washing process. No arcing was observed during the procedure. There was no injury to the patient. The instrument has been sent back to isi. There are no photos or videos for isi to review.

Event description:
Refer to h11 for follow-up information.